Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) there was five gas gain alarms. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 a getinge field service engineer evaluated the unit and gas gain error did not duplicate, alarm logs has "gas gain in iab circuit". Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
N/a